Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update ¿ 08/09/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes report moderate synovitis with no signs of signs of lymphocytic response and no signs of brown metal reactive tissue. There is no new additional information that would affect the existing investigation. Part/lot numbers provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised to address elevated metal ion levels.

Event description:
Litigation papers received. Implant date updated. Litigation alleges patient suffered from soft tissue irritation, loosening, metallosis, elevated metal ion levels, and leg length discrepancy.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.